Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent angiogram revealed a type iii endoleak at the flow divider of the endurant bifurcated stent graft. The physician stated that the type iii fabric endoleak coming from the endurant bifurcated stent graft where the unknown thoracic graft joined. The interaction/friction of the distal end of the unknown thoracic stent graft just above the bifurcation of the endurant stent graft resulted in the type iii fabric endoleak of the endurant stent graft. The physician elected to implant a second endurant bifurcate stent graft and valiant thoracic stent graft and the type iii fabric endoleak was resolved. Per the physician, the cause of the event may have been due to rubbing from the overlap of the thoracic stent graft into the bifurcate stent graft. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.